Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reports that on 9 wt hematology/oncology, west tower, the male luer collar of a bifuse broke while it was attached to a PICC line. There was no patient harm.

Event description:
The customer reports that on 9 wt hematology/oncology, west tower, the male luer collar of a bifuse broke while it was attached to a PICC line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer collar of a bifuse broke while it was attached to a PICC line was confirmed. Visual inspection observed a vertical crack running parallel to the direction of the fluid flow starting at the base of the spin collar. Functional testing showed that the suspect set flowed freely and ran with no leaking or other issues observed. The root cause of the crack was not definitively determined.

Event description:
The customer reports that on 9 wt hematology/oncology, west tower, the male luer collar of a bifuse broke while it was attached to a PICC line. There was no patient harm.